Manufacturer narrative:
In addition to the flow rate issue, the device had a battery outside of warranty. Zyno medical has recalibrated and tested the device to full specifications on (B)(6) 2017 and returned the pump to the customer on (B)(6) 2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2012.

Event description:
The device was identified with an under-infusing issue during the periodic maintenance testing on (B)(6) 2017. The device was found to have a flow rate accuracy of -22.92%, which was outside of the +/-5% specification. No patient was involved in this case.